Event description:
A malfunction was reported on a pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and instructed the customer to continue using it while advising them to call back if the issue recurred. The customer understood and agreed to these instructions.